Event description:
It was reported that during bench testing, the device was over delivering. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are intact, device is missing top rear label, and device observed to have fluid ingression on the chassis. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. The customer problem was not duplicated, however, ran three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. This issue was customer induced via fluid ingression into the main body of the pump because of the customer's improper cleaning of the pump. Fluid ingression on the pump by the chassis base of the expulsor, which damaged the expulsor gasket caused under delivery issue. Expulsor assembly was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.